Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-may-2020, mentor received additional information about the event. - it was reported in follow-up report #1 that the patient underwent explantation on (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. - the patient had both of her breast prostheses removed and they were replaced with a mentor memorygel breast implant 465cc gel breast prosthesis and a mentor memorygel breast implant 490cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-may-2020, the mentor failure analysis lab received the device for evaluation. On 13-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this device with lot number 7665604 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.